Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's cine disk drive and cine bridge circuit board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error. The user was able to bypass the error but the system no longer had cine capabilities. No patient serious injury or death was reported related to this event.